Manufacturer narrative:
The results of lot history and complaint history review indicate that this does not appear to be a systemic or recurring issue. No other similar reports were identified. The laser console associated with this incident has been in use for 27 years (22 years beyond its 5-year life expectancy). The physician's report indicates that the laser was being used off label to treat an indication for which the device is not cleared (i.e. Cataract removal).

Event description:
Per report, 0500170000-2019-8006, received at iridex from FDA: "the physician reported that the laser did not appear to be working. The physician reported that the laser misfired after a new g probe was connected. The procedure was discontinued and the patient was not harmed".